Manufacturer narrative:
Reporter's complete address and phone number were not provided. The serial number was unknown; therefore, the date of manufacture was unknown. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that prior to the surgical procedure, it was observed that there was some oil and solid objects coming from the inside of the drill chuck device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.